Event description:
Five pts undergoing refractive surgery presented with bilateral dlk (diffuse lamellar keratitis) one to two days post op. All pts were treated with a topical therapy and one pt required the addition of an oral therapy. Pt outcome is expected to be good. It was not necessary to lift the flap and irrigate.